Event description:
It was reported that there was an electromagnetic interference (emi). It was stated that the patient "walked through a theft detector and they used a wand." The patient reportedly felt "weird" and went to the bathroom feeling nauseated and light-headed. It was noted that the event occurred at the moment of the report and the patient still felt this way. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).